Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00631005032 liner lot #unknown. Item #00620205022 shell lot #unknown. Item #00771100610 femoral stem lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left total hip arthroplasty. Subsequently, approximately nine years post op the patient underwent a revision procedure due to unknown reasons. The femoral head was removed and replaced. Additional information was requested however, none was available.